Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to faulty electrodes. The electrodes were replaced to remedy the issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device detects high paddle impedance and does not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.